Event description:
The home pt (hp) contacted a technical service rep (tsr) and reported experiencing abdominal bloating, as if she were overfilled with fluid, during dwell 3 of 5 using the homechoice automated peritoneal dialysis (apd) system. The incident was reviewed over the phone with the tsr, who verbally assisted the hp to perform a manual drain. During the manual drain 3471 mls of fluid was removed, which was 1371 mls more than the programmed fill volume of 2100 mls. The tsr assisted the hp to end the therapy early and the total ultrafiltration volume was 1021mls. The tsr subsequently swapped the hp's cycler. There was no pt injury or medical intervention indicated at the time of the reported incident.

Manufacturer narrative:
Additional 510(k) number: k923065.